Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time.